Event description:
It was reported to boston scientific corporation that a flexima biliary stent was implanted to treat cholangitis due to hyperplasia during a procedure performed on an unknown date. Post stent placement, in march 2024, the flexima biliary stent was replaced with a double pigtail stent due to the onset of cholangitis, which occurred because of an outward migration of the stent. Note: no further information has been obtained despite good faith efforts.

Manufacturer narrative:
Block d4, h4: the complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. Block h6: imdrf device code a010402 captures the reportable event of stent migration.